Event description:
On october 29, 1999, safeskin corporation was served with the following lawsuit: plaintiff's claim alleged the following: severe & immediate reaction to exposure to latex or latex-containing products.